Manufacturer narrative:
No button error alarm noted. The unit had no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling screens noted. The unit had a minor scratched display window, cracked case at display window corner, cracked reservoir tube, cracked reservoir tube window, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was performed. The device was returned for analysis.